Event description:
It was reported that the viatrac balloon dilatation catheter (bdc) was prepped with no issues observed. During the procedure to treat the moderately tortuous and calcified internal carotid artery, the bdc was advanced to the lesion, but when attempting to pull negative, it was observed the balloon was already ruptured. Therefore, the device was removed. There was no adverse patient effect and no clinically significant delay in the procedure. A 4.0 x 20 viatrac bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.